Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion had 50 - 60% stenosis). Deformation problem. Related to another device (the vessel was already stented). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion had 50 - 60% stenosis). Operational context (the vessel was already stented). (B)(4).

Event description:
The physician intended to deploy a 2.75mm diameter x 26mm length resolute integrity drug eluting stent. The target lesion was located in the rca and exhibited 50 -60 % stenosis. The vessel was already stented. A pre dilatation was carried out using a 2.5 x 20 mm balloon. There were no issues reported in the preparation of the device. It was reported that difficulties were encountered in trying to pass the stented area and after many attempts the device was damaged. The device did not reach the lesion. The stent strut was curved at the proximal end. Another brand stent was then implanted. There were no patient complications or clinical sequelae reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The first two proximal segments were raised and deformed. The distal tip was slightly flared. Cine image review: the images show a diseased rca vessel with severe stenosis in the proximal vessel. There appears to be a previously deployed stent in the proximal rca vessel however it was not possible to confirm this due to the image quality. The vessel is wired and a device (most likely pre-dilation balloon) is positioned in the vessel, although there are no images of balloon inflation. The vessel is double wired. A stent (most likely the rsint27526x device) can be seen attempting to advance unsuccessfully through the area of the previously deployed stent. Calcification is also present in this area of the vessel.